Event description:
It was reported that in the previous 6 months, the right ventricular (rv) lead impedance rose to 2000 ohms and the thresholds also increased. The patient was scheduled to come in the following week to check on the lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).